Event description:
It was reported that during an unrelated procedure, insulation damage suspected to be due to abrasion was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that the patient experienced asystole during the procedure due to pacing inhibition on the right ventricular lead. The asystole was treated with chest compressions and external pacing. The patient was in stable condition.